Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with poor vision. The lens was exchanged for another company lens with different diopter 9 days following the initial procedure. Clinical reason for explant was mentioned as mechanical breakdown. According to surgeon¿s prognosis it was good. The patient issues were resolved. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is cracked in the gusset area. Marks and cracks are observed on both sides of the optic area. A power and resolution inspection was conducted. The lens power was confirmed to be a 19.5 diopter. The specific resolution was unable to be confirmed due to damage to the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted. The lens power was confirmed to be a 19.5 diopter. The specific resolution was unable to be confirmed due to damage to the lens. Information was provided that the company lens19.5d lens was exchanged for a non-company 18.0d monofocal lens. The manufacturer internal reference number is: (B)(4).